Event description:
It is reported that a piece of the tibial impactor broke off and fell into the tibia. The doctor was able to remove the piece and finish the surgery.

Manufacturer narrative:
(B) (4). As returned, the thumbscrew is loose. Additionally, a portion of the knurled section of the impactor exhibits significant damage, likely the result of improper impaction. The complaint states that a piece of the impactor broke and fell into the patient. Upon examination, however, no fractures were found. It is likely that the piece in question was a small piece of debris that was removed from the device as a result of the aforementioned impaction. As for the pin, the loosening is a previously addressed designed issue. The most likely scenario is that repeated autoclaving caused the epoxy bond to weaken, thus loosening the pin. The instrument was re-designed in 2007, incorporating an eb weld, instead of the epoxy connection. The device had a potential field age of nearly 13 years at the time of failure. Device history records indicate all components were manufactured and inspected to specification. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.